Event description:
It was reported as part of a clinical study that after undergoing an unspecified da vinci-assisted surgical procedure, the patient presented with a decreasing hemoglobin level up to 4.7 mmol/l. A diagnostic ultrasound detected a hematoma on the right kidney. A transfusion of 3 erythrocyte concentrates was administered. The patient¿s hemoglobin level remained stable. The initial report indicated that there was a relationship of the complication to the da vinci surgical system. On (B)(6) 2020, an intuitive surgical, inc. (Isi) representative provided the following additional information after speaking the reporting physician: the surgeon indicated that the event is not related to an isi device and that the information in the clinical trials database that triggered the information is incorrect and he insisted that the event was not device related. The surgeon then indicated that the initial statement was amended from the event being related to the device to the event not being related to the device.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication is unknown. While the surgeon/site believes the post-operative complication was not related to the da vinci-assisted surgical procedure, the initial report indicated that the complication was related to the device and an explanation for the complication¿s occurrence has not been provided. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. If additional information is received, a follow-up MDR will be submitted. No image or video footage was provided for isi¿s evaluation. This complaint is being reported due to the following conclusion: after undergoing an unspecified da vinci-assisted surgical procedure, the patient was found to have a postoperative hematoma which required medical intervention to resolve. Although the surgeon indicated that the post-operative complication was unrelated to the da vinci-assisted surgical procedure, the cause of the reported complication remains unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.